Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, surgeon was using the battery handpiece and the lid of the handpiece opened up with the power module falling on the sterile field. The surgical field was affected. This is 1 of 3 reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.